Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing. It was noted that the ICD also exhibited a marker anomaly where markers were missing on the electrogram which was suspected to be due to poor radio frequency telemetry. No intervention was performed. Patient had no consequences.